Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Mi related to the tvr procedure, and the valve implant will manifest intra-procedurally or in the immediate post-operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tvr complications, the peri-procedural interval is inclusive of all events that begin within 72 hours of the index procedure. Mi events that occur after the peri-procedural period (more than 72 hours) are typically related to the patient's underlying coronary disease. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Fateh-moghadam, suzanne, et al. "Predictors of permanent pacemaker implantation after transcatheter aortic valve implantation." Circulation 130.suppl_2 (2014): a12744-a12744.

Event description:
Based on the review of the medical article titled "predictors of permanent pacemaker implantation after transcatheter aortic valve implantation", a total of 551 patients underwent tavi procedures between january 2018 and february 2023, of whom 416 were included in the study. Among these, 2 patients were reported to have received an edwards sapien 3 or sapien 3 ultra valve. These 2 patients, who had valves implanted in the aortic position, experienced myocardial infarctions. The primary objective of the study was to identify predictors for permanent pacemaker implantation following tavi.

Manufacturer narrative:
Update to h10. This is one of six manufacturer reports being submitted for this case.